Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports injection with 0.8 ml juvéderm vollure¿ xc to the lips. No blanching occurred but immediate bruising happened. The event of vascular occlusion was noted. Symptoms occurred at the injection site. Later that night, the product was dissolved with 600 units of hylenex. Patient was given hylenex, aspirin, valtrex, and oral steroids as treatment three days later. Symptoms resolved the following day. Patient recovered with no problems, broken skin or bruising.